Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The reason for the revision is likely due to the disassembly of the torque defining screw and thus the humeral tray and liner assembly from the humeral stem and wear of the humeral liner. Potential contributions may include patient conditions, incomplete seating or forces on the underside of the humeral tray at the time of implantation secondary to unintended contact with protruding bone, or an issue with insufficient application of torque or cross-threading of the screw during assembly. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: - equinoxe reverse 38mm humeral const liner +2.5 (cat# 320-38-13 / serial# (B)(6)). - equinoxe reverse 38mm glenosphere (cat# 320-01-38 / serial# (B)(6)). Product has been received by exactech and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
As reported, approximately 4.5 years post the initial total shoulder arthroplasty, the patient's tray snapped loose from the preserve stem and was loose in the patient's arm. The screw and poly liner remained attached to the tray. The patient was loading a truck when the event occurred. The patient developed soreness and sharp pain, with an inability to lift their arm, and a pain level of 9 out of 10. The patient was revised to a 42mm +4 glenosphere, a +10 humeral tray, and a 42 +2.5 liner. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.